Event description:
A report was received that the patient was experiencing pocket site discomfort due to the location of the ipg site. The patient underwent a pocket revision where the pocket site was relocated.